Manufacturer narrative:
Describe event or problem, explant date, device available for evaluation, device evaluated by MFR: additional information.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The report of exposed wires was confirmed during the investigation of the returned lvad. No system controller related issues were reported for this event. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. A data log file retrieved from the returned controller contained approximately 24 days of data (dated (B)(6) 2017). On (B)(6) 2017 the log file captured frequent low flow hazard alarms, during which flow was captured at 2.4 lpm, below the low flow hazard alarm threshold (2.5 lpm). During these events the controller supported the pump at the set speed. When flow was captured at or above 2.5 lpm, the low flow hazard alarms cleared. Throughout the log file the controller supported the pump at the set speed, when the driveline was connected. The log file did not capture any events which would suggest a controller related issue. The reported event could not be correlated to a controller related issue. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch MFR # 2916596-2015-00291 for the previous driveline repair. Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there were exposed wires on the percutaneous lead (driveline). The manufacturer's technical services representatives went on site to assess the driveline. It was reported that the breakdown of the driveline occurred at the site of the previous driveline repair. The new breakdown was within 5 inches of the exit site and it was determined that there was not enough space on the driveline to perform another driveline repair. The driveline was covered in rescue tape. The patient was asymptomatic.